Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated he was in a lot of pain after the procedure. Additional information reported a couple days later indicated that the patient's lead (wire) was completely dislodged from his back and the therapy was no longer working. The patient indicator for use were for urge incontinence. No further complications were reported/anticipated.